Event description:
Piece of hook scissor from laparoscopic scissor broke off handle while surgery being performed.

Event description:
Piece of hook scissor from d&g set broke off handle while gall bladder. Surgery being performed.